Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. Based on the provided information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient was upgraded to the ICU for low fill volume readings on his freedom driver, pulmonary edema, and coughing up pink frothy sputum. He was placed on a nonrebreather o2 mask due to hypoxia. Patient tolerated the change from freedom driver to companion 2 driver well and has been doing well and is now on room air. There were no alarms on the freedom driver nor any alleged device malfunction. The customer reported that the patient was fluid overloaded.